Manufacturer narrative:
H3: product analysis: evaluation determine that the bearing detached. The likely cause of failure is the distal bearing is broken. It was also noted the tube is scored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with no alleged issue reported. No patient impact was reported. Repair request escalated to a product event due to evaluation finding of detached bearings. On follow-up it was reported that there were no patient or staff impact.